Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-28. It was reported that the cause of the eos alarm was battery end of life. Actions taken to resolve the issue included the patient¿s rate being lowered and they will be scheduled for a replacement. The eos alarm was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drugs being delivered were 60 mcg/ml baclofen (unknown), 60 mg/ml morphine (unknown), and bupivacaine (¿she thought the concentration was 1% which is probably 6¿), all with unknown doses. The reason for use was non-malignant pain. It was reported the pump was alarming or beeping, which started ¿a month ago¿ prior to the call date of (B)(6) 2019. She said the battery is due to be replaced. She said she has about 60 days left. She was told the pump should last 7-10 years on her first pump. The caller was to follow up with the healthcare professional (hcp). The caller wanted to know if you could just replace the battery and not the whole pump, and they were told the battery is in the pump, and the pump has to be replaced. The patient was told to have the pump sent back for analysis to see why it came to eos (end of service) prior to when she expected. The patient wanted to know the cost if she bought it out right, and was told that the manufacturer does not sell to patient's, she would have to follow up with the doctor/clinic/hospital on pricing. The patient then asked if the manufacturer has an assistance program for financing, and was told that the manufacturer does not, but she was provided with the advocate foundation program. There were no symptoms reported. There were no further complications reported/anticipated.